Event description:
Product control was inadvertently labeled with the incorrect product code on the outer shipping carton and outer final set-up carton. Control was manufactured as a 7mm diameter x 16cm length (product code ag715) and labeled correctly on the tube which holds it. However, the set-up box was labeled as (product code ag630) having a 6mm diameter x 30cm length, which is what the hospital ordered from an artegraft, inc. Distributor. The outer shipping carton label matched the set-up box label and was therefore incorrectly labeled as well. Product was used without incident, no remedial action was required.

Manufacturer narrative:
Info contained within this report was based on an initial phone conversation with rep of the hospital on 8/30/04. The info obtained is as follows: the tube label, which houses the graft, did not match the set-up box label, with which the tube is contained. The shipping container had been discarded by the hospital, therefore, it will be unavailable for eval. The tube and set-up box with their originally issued labels will be returned to artegraft, inc. For evaluation.